Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) with a charge time measurement of 24.1 seconds and a monitoring voltage of 2.64 volts. An invasive revision procedure was performed and the device was explanted successfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.